Event description:
It was reported to fresenius medical care by a clinical manager via email that fluids are leaking through the barrel of the 10ml syringes when pulling and pushing medications, leading to spills of blood and medication. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).